Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implants which are ruptured and wants to have an explant because it is affecting the emotional and physical health." This is for the right side. The device is still implanted.